Event description:
Procedure type: urogynecological. According to the reporter: attorney alleges a deficiency against the device. Product used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Per additional information received, the patient has experienced mesh erosion with in-office excision, treatment to vaginal cuff with silver nitrate and monsels, vaginal atrophy, right buttock cellulitis, incision and drainage of right buttock, morbid obesity, chest pain, acute coronary syndrome, stage I diastolic dysfunction, hyperlipidemia, vaginal atrophy, abscess and cellulitis of buttocks with incision and drainage, obesity, persistent bronchitis, chest pain, left heart catheterization, left ventricular angiogram, bilateral native selective coronary angiography, right ileo-femoral arteriogram and angio-seal for hemostasis.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).